Manufacturer narrative:
Pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected alarm error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. However, pump received with intermittent esc, act and down button response. Unable to determine root cause due to pump preservation. Pump received with no battery installed. No cosmetic damage noted.

Event description:
It was reported that the customer passed away in hospice care. The customer was hospitalized on (B)(6) 2017. The cause of death was a combination of cancer and heart failure. The caller stated that the customer had melanoma that may have led to the customer's passing. The customer¿s blood glucose was 130 mg/dl at the time of hospitalization, and 180 mg/dl at the time of death. The customer was not wearing the insulin pump at the time of death. The pump had been disconnected over 48 hours prior to passing, as the customer was unable to operate it. The customer was not using sensors. The caller agreed to return the insulin pump for analysis. The pump passed functional testing however, it was pump received with intermittent esc, act and down button response.

Manufacturer narrative:
Pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected alarm error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. However, pump received with intermittent escape, act and down button response. Unable to determine root cause due to pump preservation. Pump received with no battery installed. No cosmetic damage noted. Pump received with intermittent button response due to flattened escape, act and down button dome switches. The keypad connector on j2/lcd was locked properly during visual inspection.